Event description:
The facility reported an infusion pump which under infused. The event was reported to have occurred during biomed testing. No record of any patient incident involving the pump no patient injury had been reported.